Event description:
Info received indicates the head end brake casters are not holding in brake.

Manufacturer narrative:
The technician found the head end casters were bent and the support blocks were cracked in half. The technician replaced both casters and support blocks to repair the bed.